Event description:
Info received on 6/5/97 indicates a malleable device was implanted, date not provided. The entire device was removed from the patient, date and reason not provided unable to obtain additional info.